Manufacturer narrative:
Analysis of the returned sheath found the external valve torn on the outer face which compromised the valves ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The available information did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After crossing the septum with the faradrive steerable sheath clear, the dilator was removed with no issue. When the farawave nav catheter was inserted lots of air bubbles were observed in the faradrive steerable sheath clear and the faradrive steerable sheath clear couldn't be aspirated air free. The procedure was completed using different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After crossing the septum with the faradrive steerable sheath clear, the dilator was removed with no issue. When the farawave nav catheter was inserted lots of air bubbles were observed in the faradrive steerable sheath clear and the faradrive steerable sheath clear couldn't be aspirated air free. The procedure was completed using different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.